Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). See manufacturer's report number 2032227-2014-59916.

Event description:
Customer's husband reported that for the last two infusion set changes, customer's blood glucose jumped to between 500 and 600 mg/dl. He stated they have had two leaky reservoirs from the same batch. The reservoirs leaked into the reservoir compartment. Customer could not get a reading for her blood glucose. She had to take a manual injection to bring it down. Customer's husband stated he dried the inside of the reservoir compartment. They inserted a new reservoir and the device seems to be working fine. Customer's husband stated he believes the highs were caused by the leaky reservoirs, and not the insulin pump itself. Customer is returning the reservoir for analysis. Nothing further reported.